Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Based on the DHR, this product conformed to all requirements and testing. Therefore, this complaint is invalid from a manufacturing standpoint. The product evaluation visual inspection revealed approximately 2mm of the stardrive tip has sheared off at an angle. The stardrive tip is twisted in the direction of tightening a screw and the twisting starts at the location of the fracture. The broken tip fragment was not returned for evaluation. The material looks uniform at the fracture site. The design has been reviewed, is adequate for its intended use and did not contribute to this complaint condition. This complaint is invalid from a design perspective.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
It was reported that the tip to the t-8 driver broke off in the head of the screw during insertion. The fragment was retrieved and discarded by hospital account. The surgeon used another driver to complete the procedure. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
(B)(4)